Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.

Event description:
The manufacturer received information from a third party service center alleging a ventilator was alarming for a leak in the circuit. There was no harm or injury reported.